Manufacturer narrative:
This report is being submitted to provide updated brand name for the suspected medical device. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted pacemaker malfunctioned and the patient heartbeat dropped to zero. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted pacemaker malfunctioned and the patient heartbeat dropped to zero. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.